Event description:
It was reported the pt experienced discomfort at the ipg pocket site. The pt underwent surgical intervention to explant the entire scs system. The explanted products were discarded by the facility.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.